Manufacturer narrative:
An internal investigation was conducted and it was determined that the product was made in accordance to its requirements as stipulated in the device master record (dmr). There is no evidence that the device was the cause of the situation. The distributor has submitted a MDR to the FDA. This duplicate MDR is being submitted in order to comply with regulations.

Event description:
On (B)(6) 2010, the distributor reported that a surgeon was conducting a 3.5 month follow-up imaging on a pt after a surgical procedures with latarjet shoulder screws. The surgeon noticed on the image that the bone was not healed and a "non-union" of bone graft had taken place. The surgeon mentioned to pt that more time is needed for healing and to continue to follow rehab protocol. Less than 2 weeks later, the pt called surgeon's office with severe pain and loss of shoulder mobility. More imaging was ordered, where it was revealed that the bone graft had become disengaged and shoulder screws had broken, requiring a revision operation.